Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest, decreased blood pressure and general malaise. A radiograph showed the patient's right ventricular (rv) lead perforated through the ventricular wall and into the lung. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.